Manufacturer narrative:
(B)(4).

Event description:
Two endeavor rapid exchange (rx) drug eluting stents were implanted in the proximal lad during the index procedure. It is reported that the second stent was implanted to treat complications of a dissection after the initial stent implantation. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow ups. A pci revascularization of the proximal lad was carried out approx 2 years and 9 months post index procedure to treat in-stent restenosis.